Manufacturer narrative:
One cadd cassette reservoirs - flow stop was returned for analysis in used condition. Both cassette and extension set samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination. A syringe was used to infuse water through the extension set and into the assembly bag. The leak was detected only in the assembly bag, specifically located in top corner near pump tube connection. The bag loading operation in the cassette line was reviewed; no discrepancies were found. The segregation practice where the burst test takes place in the magnus production line was reviewed; no discrepancies were found. The most probable root cause is; during assembly process in the bag loading operation the assembly bag was not handled property.

Event description:
Information was received indicating that the patient noticed medication leakage while using the cadd cassette reservoir. The medical fluid adhered to the pump's sensor and it looked like white crystalline powder. There was no reported injury to the patient.